Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported the patient had an altered mental status, and the healthcare provider wanted to stopthe pump because they believed the medication might be causing the altered mental status. The medication used within the system wasprialt. It was later reported the cause of the event was noted to be drug effects. The drug effects and patient symptoms were noted to be ha llucinations. The hcp discontinued infusion, and the symptoms resolved. The patient's outcome was noted as 'no injury.'